Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: there was evidence of short battery life illustrated with 8 count voltage drop leading to a ¿call service 128¿ alarm on (B)(6)-2018. Investigation showed the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. There was evidence of moisture and corrosion in the battery compartment. A leak test failed due to a battery compartment leak. ¿ez-prime¿ steps were performed correctly and all currents reading were within specifications. The pump¿s cover was removed and no further moisture or corrosion or any intermittent condition was found to the power pump circuit board. The investigation was unable to duplicate the original ¿short battery life¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; less than expected battery life with moisture in the battery compartment. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.